Manufacturer narrative:
(B)(4). The customer's report of a leak in tubing, near the upper y-site, was confirmed. The root cause of the leak was due to the outer diameter of the tubing being out of specifications. The supplier addressed the issue.

Event description:
Customer reported that the set leaked from just above the upper y site. The nurse changed the pt's IV tubing at 0500 and went into the room at 0715 to find a small puddle of IV fluids on the pump and on the floor. It was not leaking out of the port, but just above the port at the area where it should be bonded to the tubing. The set has been primed without any incident and the infusion was d5w with 20meq kci at 260 ml/hr which was being given for post-chemo hydration. There was no chemo exposure. There was no pt harm and no medical intervention was required. No additional pt/event details were provided.